Event description:
While inserting the anchor the eyelet portion of the anchor broke. Examination of the anchor showed the eyelet and proximal threads have been damaged and a small portion of the eyelet is missing. The location of this small piece is unknown therefore it may reside in the pt.